Event description:
Insertion of sensor by doctor in 2002 without any problems. After being in place for 12 hours, it appeared that the sensor was no longer in the correct position. The doctor tried to re-position the sensor by turning the rotary advancer (while the protective cover was open). During this procedure, blood flowed back into the sensor and further into the introducer. When closing the protective cover, the blood was already in the cable and contaminated the pdm cable. The sensor was thrown away after removal from the patient.